Event description:
Apc 60 settings watts 2.4 liter/min cable #2. Dr. Used apc forced mode at the above documented settings. No problem in the descending or sigmoid colon, in the rectal area. Pt complained of feeling a "shock". Grounding pad intact. Site unremarkable. Slope was in a retroflexed position at the time of firing.